Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that there was a emergency room visit for high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was ranged between 569-671mg/dl. Significant events leading to the customer's emergency room visit were nausea, dry mouth, extreme thirst and frequent urination. Customer was placed on an IV drip. Customer was wearing the pump at the time of emergency room visit. Customer reported damage to the drive support cap and stated that the drive support cap is flush. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.